Event description:
It was reported that there was high impedance on the right ventricular lead through the device. During device replacement due to eri (elective replacement indicator), the lead had high impedance through the analyzer. The physician elected to not change the lead and will continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.